Manufacturer narrative:
There are two previous complaint, of this code batch regarding the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received 13 open and empty pouches and 15 ampoules without identification, related to this notification. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Associated medwatches: 3003639970-2019-00047 (this report), 3003639970-2019-00048, 3003639970-2019-00049.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that twenty-one (21) tubes had leaked from three (3) different boxes." All med watch submissions related to this event are: (this report is 8 of the 21 tubes), 3003639970-2019-00048; 3003639970-2019-00049.